Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and 313mg/dl at the time of the call. Troubleshooting advised customer on how to administer a bolus and information on a finger stick, as they are new to the pump. Customer indicated that they will monitor the pump and their blood glucose. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.